Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with their dual chamber pacemaker system infected. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-10729. Related manufacturer reference number: 2017865-2020-10731.

Manufacturer narrative:
Analysis was normal. No anomalies were found.